Manufacturer narrative:
Summary of investigation: there is a previous complaint of the same code-batch, regarding the same issue, from the same customer, closed as not confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 66 closed samples. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. -needle attachment strength results conducted on the closed samples analyzed are 0.521 kgf in minimum and 0.833 kgf in maximum. B. Braun surgical requirements: 0.225<xi<1.100 kgf. (Were checked with a total of 32 sutures, according to iso 2859/1 level I). 20 pouches were used to test the needle bending strength, a total of 20 needles have been tested. Needle bending strength results of the closed samples received are 8.004 nxcm in minimum and fulfill the needle specifications for needle bending strength of 7.2 nxcm in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had incidences but not related to this issue and the results before releasing the product fulfilled usp/ep and b. Braun surgical requirements. Moreover, needle bending strength of the needles before releasing the product were 7.938, 8.013 and 8.357 nxcm and fulfilled the needle specifications for needle bending strength of 7.2 nxcm in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply by usp/ep and bbs requirements for needle attachment strength and for needle bending strength. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The customer reported that when surgeon takes off the needles from the strands, the needles were not detached. While surgeon try to take off the needles from the strands, the tips of needles were broken. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.